Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated foreign material on set screw.

Event description:
It was reported that during a routine implantable cardioverter defibrillator (ICD) replacement procedure, the patient went asystole because the physician was unable to tighten the setscrew in the right ventricular (rv) lead pacing port of the ICD. It was noted the newly implanted ICD was "unable to make appropriate contact with the setscrew." The patient received a temporary pacemaker and the ICD was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.